Manufacturer narrative:
The device has not been returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Once an investigation is completed and a supplemental report will be submitted. Manufacturer internal reference number: (B)(4).

Event description:
On 04/23/2026, dr. (B)(6) reported that a 65-year-old male patient presented to the implant & cosmetic office with concerns related to a previously placed dental implant. The implant placement was performed on (B)(6) 2020 at tooth location # (B)(6). It was reported that the implant was not placed following immediate extraction and was not immediately loaded. The prosthetic restoration was performed on (B)(6) 2020. The prosthesis was screw retained, and the opposing arch consisted of natural teeth. The abutment type was reported as a prefabricated locator abutment supporting a screw retained bridge. The patient presented with the issue after the final prosthesis delivery. During the examination, the doctor determined that the implant had lost osseointegration and additionally noted grafted bone. The implant was removed on (B)(6)2026 without the use of any instruments, and the implant was not replaced. It was further reported that the existing bridge was reinserted. The patient exhibited symptoms of infection and granulation/fibrous tissue around the implant site, which resolved following implant removal. The patient did not sustain any permanent injury, and no additional medical or surgical procedures were required. It was further reported that the patient had type iii bone quality and excellent oral hygiene.